Event description:
It was reported that a nim response 3.0 mainframe was ¿not able to stimulate the nerve¿ intraoperatively in a thyroid surgery on a (B)(6) female patient, weighing (B)(6) . The surgeon could stimulate the thyroid and consistently get a response, however was not able to get a response on ¿the nerve¿ even though ¿the nerve was visibly in-tact¿. After troubleshooting, they were able to get an intermittent response on ¿the nerve¿. Due to being in surgery for about 2 hours and they suspected the nerve may be fatigued. Furthermore, upon follow-up it was also reported that the device ¿works fine¿. There was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).